Event description:
Same case as #6000089-2005-01061, 01062. It was reported that post a coronary drug eluting stenting procedure, a thrombosis occurred and during the reintervention, a shaft fracture occurred. The lesion in the non-tortuous, non-calcified, 95% stenosed circumflex (cx) and obtuse marginal (om) 1 was predilated with a 2.5x15mm maverick 2 balloon. Two taxus express2 drug eluting stents, of unk sizes, were placed using a crushing technique. The pt received plavix and lipitor post procedure. It is unk if the pt was medication compliant. The pt presented 15 days later with chest pain and an angiogram revealed a thrombosis in the cx. The cx segment was predilated and the physician decided to place a taxus express2 3.5x12mm drug eluting stent but the stent would not cross the lesion. The physician predilated the lesion again but the stent still would not cross. The physician predilated the stent for a taxus express2 3.0x12mm drug eluting stent and while trying to cross the lesion, met resistance at which point the catheter shaft broke on a portion that was outside the pt. The stent easily crossed the lesion and was implanted at the target area. No additional pt complications were reported. Pt status is reported to be satisfactory. It was reported that the thrombosis was not related to the stent because in the initial implant, while deploying the second taxus stent, "the stent deployed in the om1 was inflated before the cs stent, so it was protruding in the cx and this caused the thrombosis of the cx stent." It was considered a mechanical problem and "had nothing to do with the stent itself."